Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "foreign material" occurred due failure to reprocess cause by the biopsy channel leakage. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had the forceps/instrument channel malfunction as there was a piece of plastic stuck in the biopsy port. The issue was found during a therapeutic esophagogastroduodenoscopy procedure with gastrointestinal endoscopic mucosal resection. The device failed at the end of the procedure. The procedure was completed with a similar device. There was no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a foreign object in the biopsy channel, a leak was found from the biopsy channel, the probe cover failed as it had cracked glue, the angulation was low, the control knob had play, the distal end plastic cover had dents and scratches, the objective lens had a tiny chip at the edge, and the bending section cover had cracked glue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.